Event description:
It was reported that during a gastric bypass procedure, on the 4th firing, the anvil end became very loose and the staples didn't form and the knife didn't cut. Surgeon had to repair the small cut and oversew the intended staple lines. There was no further consequence.